Event description:
Boston scientific received information that this atrial lead triggered the device lead safety switch feature due to out of range impedance measurements. The atrial electrograms displayed noise on the atrial channel which resulted in inappropriate mode changes. The field representative contacted technical services to discuss the safety switch feature. A field representative contacted technical services seven months later to report the same issues.

Manufacturer narrative:
A technical service consultant discussed what triggers the device lead safety switch and how to reset it. The diagnostic measurements improved in bipolar configuration. The consultant confirmed there were no patient symptoms and recommended monitoring and discussing the issue with physician. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Six years later during a routine office interrogation, a large amount of noise was noted. A chest x-ray showed a subclavian crush lead fracture. The physician surgically abandoned the lead. A new lead was successfully implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.